Manufacturer narrative:
(B)(6). The brand, lot and catalog number of the codman coils was not provided. Complaint conclusion: the product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Since there was no evidence of a manufacturing issue related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil (unknown catalog and lot) could not be detached and the cable (ccb00015700/f41210) was replaced. However, the still coil could not be detached, so the coil was replaced and another four coils were deployed with no problem after this. There was no serious injury or medical intervention required due to the event.